Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? Device was locked after the cut. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Device has cut completely. Was the device locked on tissue with the jaws closed? Device did not open intraoperatively. If yes, how was the device removed? Device was locked after the cut so it could be removed from situs. Did the jaws eventually open? Yes, after removal out of the situs.

Event description:
It was reported that after triggering the instrument it could not be opened again. No harm to the patient is reported.